Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was returned via the returnkit. Summary: without a signed release from the surgeon, an evaluation was not possible. The device was returned to the reporter. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a control reservoir would not flush. After attaching the control reservoir to the progav2 and 25 shunt assistant combo, the surgeon attempted to flush the device and was unsuccessful. After separating it, he tried again and it would not flush; it eventually flushed after repeated attempts but it took a while for the ball bearing to be moved. Thus it was not implanted and another reservoir was used instead. The event date was noted as (B)(6) 2017. There was no patient harm. Further details were not provided.